Manufacturer narrative:
The customer is requesting blood tubing that has the ability to bolus without the use of a pump. One photo of the 2477-0007, current blood tubing, was returned. No physical sample is available. The photo, and sku information, is enough to verify the complaint. The feedback is important to bd, and clinical support and your sales rep have been notified of the issue. The root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded the following information was received by the initial reporter with the following verbatim. It was reported by customer that new blood tubing will not allow bolus of the product and must be connected to a pump. Cv anesthesia is requesting blood tubing that has the ability to bolus without the use of a pump.